Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2011; inratio: 1.7. Date: (B)(6) 2011; inratio: 2.5; lab: over 6. Therapeutic range=2-3. On (B)(6) 2011, pt had blood in the; pt went to the emergency room. The diagnosis from the emergency was to hold the coumadin dose for two days and contact physician. Pt may need urologist referral and additional testing for elevated liver function. Pt was treated for dehydration. Pt stated that sometimes the finger is milked to obtain sufficient sample, but pt uses the first large hanging drop.

Manufacturer narrative:
Pending investigation.